Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No prime/fill anomaly noted. Unit had intermittent button response due to flattened esc and act buttons dome switch. The keypad connector was fully locked. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The customer was unable to exit the preparing to prime loop. Customer's blood glucose level was 111 mg/dl. The customer did not receive a second series of beeps nor did the numbers appear on the screen. The customer was unable to get through the priming process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.